Event description:
It was reported the customer had a off no power issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer statet that they did not receive a low battery alert prior to the off no power alert. The patient stated that the battery was not previously used and the insulin pump was not dropped or bumped. The patient stated that the battery cap is not loose, cracked or damaged. The customer said that this is the second occurence of off no power without a low battery warning. The customer was advised that the insulin pump need to be replaced. The patient was advised that they may continue to wear insulin pump until replacment arrives if they insert a new battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The device had cracked case at display window corners.